Event description:
The customer reported being hospitalized for high blood glucose and diabetes ketoacidosis. The blood glucose reading was 600 mg/dl at time of the call. Troubleshooting could not be performed because the doctor took her insulin pump away. Customer stated that the insulin pump is not keeping record accurately. No further info was provided.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event, as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further info will follow once the analysis has been completed.